Event description:
International distributor of product, kobayashi medical, oaska, japan reported dr. In japan while using nim 2xl pt suffered facial nerve severance. Procedure being performed was a craniotomy for brain tumor lesion on 51 yr old male. During drilling and simultaneous stimulation of the facial nerve indirectly due to bone coverage, stimulation did not occur. As a result, the facial nerve seemed to have been cut during drilling. Stimulus value set at time of injury was 0.15ma. After extraction of tumor at end of cse, another brand of nerve stimulator, the neursign, was used at 2.0ma and nerve peripheral to cut nerve was stimulated, indicating proximal section was injured.